Event description:
Customer reported excessive no delivery alarms. He also stated that he attempted to deliver 5 units of bolus but only received 2.6 units. The customer also stated the no delivery alarm occurred during his bolus delivery. The customer's blood glucose was 119 mg/dl. His blood glucose later declined to 65 mg/dl during the call. The customer was advised to go no longer than 3 days without changing his infusion set. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.